Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air gaps coming from the cartridge and into the infusion set tubing. Reportedly, the customer filled tubing to prime the air while connected at the site and inadvertently delivered 11 units of insulin. The customer disconnected from the site, primed the tubing, and successfully remove the air to address the event. The customer's blood glucose (bg) level went from 96 mg/dl to 85 mg/dl during the report and the customer reported drinking juice. A follow up with the customer on the same day confirmed that the customer's bg level was stable at 118 mg/dl.